Manufacturer narrative:
(B)(4).

Event description:
It was reported that the last two weeks the patient had gotten up once per hour to use the restroom. Stimulation was increased two notches high and the patient was still having the same problem. It was noted that the patient was also having pain between where her leg joins the body and the vaginal area, which she felt moving, sitting down, and more intensely standing up. Additional information received reported that the patient had a decrease in therapeutic benefit during the nighttime and when the patient walked she was in pain. It was noted that stimulation was turned up too quickly and the patient was surprised/shocked/hurt by the sudden increase in stimulation. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v765390, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported, the patient never had therapeutic effect. It was reported, the patient saw the poor communication screen.

Manufacturer narrative:
(B)(4).